Event description:
During surgery, the surgeon used the monotube triax. When the surgeon was tightening them with the wrench, one of the screws for the clamp broke. Therefore, the surgeon changed the monotube triax to hoffmann 2.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During surgery, the surgeon used the monotube triax. When the surgeon was tightening them with the wrench, one of the screws for the clamp broke. Therefore, the surgeon changed the monotube triax to hoffmann 2.

Manufacturer narrative:
Evaluation summary: the reported event that the screws of the pin clamps broke could be confirmed. We assume that the screws were tightened in a non-adequate way. Note also, that when the screws are inserted too far, the helicoil becomes deformed. This leads to jamming of screws in the helicoil and also to a higher force needed to loosening the screws. Please note from the op-tech monotube triax external fixation system (ref#(B)(4)): "use of monotube torque wrench proper use of the torque wrench is important. Make sure the torque wrench head is fully seated over the clamp screw. Grip the end of the wrench handle, keeping the thumb in a ¿fist¿ position. Tighten the clamp screw only until the silver torque wrench bar contacts the colour-coded handle. When the bar and the wrench handle come in contact, the clamp screw has been tightened to the recommended maximum torque. Note: do not overtighten as this may damage the clamp or torque wrench." Indications for any material, manufacturing or design related problems were not determined in the investigation.